Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A customer reported via returned reply card an intraocular lens (iol) in a preloaded delivery system was defective. Timing and patient impact are unknown. Additional information was requested.